Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).

Event description:
Treatment of a small unruptured amorphous aneurysm measuring 5mmx 3mm located in the ophthalmic segment of the left ica (internal carotid artery). Dual aspirin and plavix was given to the patient prior and post procedure. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.25mm x 16mm) was proximally deployed in a turn and the edge of the pipeline did not fully oppose the vessel wall. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the pipeline, but without success. A neuroform stent was placed to make the proximal edge of the pipeline oppose the vessel wall. Post procedural angiogram showed slow flow into the aneurysm. On (B)(6) 2014, the patient was doing well and discharged home. No patient injury was reported as a result of the procedure.